Event description:
Information received indicates the left, right head casters and right foot caster continue to swivel after the brake is applied.

Manufacturer narrative:
The technician isolated the issue to failed swivel locks on the casters. He replaced the left, right head casters and right foot casters to repair the stretcher.